Manufacturer narrative:
The customer declined ge healthcare service request.

Manufacturer narrative:
Ge healthcare (B)(6) investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported a leak that caused a loss of mechanical ventilation. There was no report of patient involvement.